Event description:
Boston scientific received information stating: atrial lead is programmed off since it dislodged post implant. Aware date: 28-09-2012. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).